Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was guidewire coating on the distal conductor of the lead and it was obstructed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The lv2 (low voltage 2)/proximal conductor of the lead was distorted due to the guidewire coating adhering to the conductor. The distal conductor was extrinsically distorted due to kinking/buckling and stylet/guidewire coating. The lv2 (low voltage 2)/proximal conductor was obstructed due to the coating of the stylet/guidewire. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the guidewire stuck in the lead. The guidewire was removed during destructive analysis. It appears that the guidewire may have become logged in the lumen as the green coating became ensnared and then flaked off into the conductors. The guidewire was slightly distorted but not uncoiled after it was removed from the lead. The proximal conductor was inadvertently cut during destructive analysis. The returned documentation does not indicate make or model of guidewire.

Event description:
It was reported that during an attempted implant, once the physician had the lead fixed, they attempted to remove the guidewire, to no avail. The entire lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.